Manufacturer narrative:
The hba1c reagent lot number and expiration date were not provided. The field service engineer replaced the sample probe and decontaminated the instrument. The instrument was performing within specifications. The service actions resolved the issue. The investigation determined that the cause of the event was due to an issue with the sample probe.

Event description:
We received an allegation about discrepant hba1c results for 1 patient sample tested on a cobas pure c 303 analytical unit. Initial result: 12.2%. No questionable result was reported outside the laboratory, and the sample was repeated in a different facility, resulting in an hba1c value of 5.1%. The repeat result was deemed to be correct.